Event description:
It was reported that small pieces of the safety seal were coming out through the attachment during surgery. Extra irrigation was used to flush out the pieces, and it was believed all pieces were removed. There were no injuries and no significantt delays in the procedure.